Event description:
The previously reported mi has been updated to acute stemi and the investigator has indicated the mi was not related to the study device.

Event description:
Two endeavor sprint rapid exchange (rx) drug eluting stents were implanted, one in the distal rca and one in the 1st diagonal branch. It is reported that the pt was admitted to hospital for congestive heart failure approx 2.5 months post index procedure. Pt rec'd medication, was monitored and discharged home the next day. It is reported that the pt recovered with treatment. The investigator has indicated that the event was not related to the study stent or study procedure. The pt arrived at the hospital approx 3 months post index procedure suffering from nausea, vomiting, shortness of breath, EKG changes and increased cardiac enzymes. Pt's congestive heart failure worsened, pt collapsed and was resuscitated and placed on ventilator. Echocardiogram was done and showed questionable lumbar thrombus in infraction area. Mild left ventricular dysfunction of 45%. It is reported that the pt suffered an acute non-stemi, non q wave inferior infraction. It is reported that the pt expired the next day. It is reported that the cause of death was cardiac ischemia. (Ref MFR # 2953200-2011-00296).

Manufacturer narrative:
(B)(4). Eval, results: (mi, death).